Event description:
A report was received that the patient was experiencing pain at the lead site. The physician prescribed (B)(6) patches to treat the pain. The patient was also reprogrammed and reportedly doing fine.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, (B)(4). Model description: st linear lead, 50cm with pre-loaded 0.014 inch stylet. A review of the manufacturing documentation of the devices found that no anomalies or deviations potentially related to the event occurred during manufacturing.